Event description:
On 01/12/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved, manual pressure was held for 20-30 minutes resulting in hemostasis. It was noted during this time that the pt's pulses were diminished. Sometime later an angiogram revealed a near complete occlusion of the right common femoral artery. On 01/13/1999 surgical intervention was required with removal of the angio-seal device; however, details of the surgical finding were not reported. As of 02/11/1999 there has been no further report to the MFR of complication or additional pt sequelae.